Event description:
Upper respiratory/ chemical; phillips CPAP / never notified of recall/ foam broke down and ingested. This is related to the phillips dreamstation CPAP recall. FDA safety report ID # (B)(4).